Manufacturer narrative:
The subject device has not been returned to olympus because the user facility is planning additional microbiological test for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria (number and type of bacteria were not informed). Other detailed information was not provided from the user facility but there was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) followed up with the user facility to obtain additional information. The user facility informed that the distal tip of the subject device repeatedly tested positive for candida spp. During surveillance culturing tests by the user facility on (B)(4) 2018 and (B)(4) 2018. It was also informed that the test results indicated no microbial growth for channels of the subject device. On (B)(4) 2018, (B)(4) was informed that the user facility conducted additional culturing test after reprocessing of the subject device and the testing result indicated no microbial growth for the subject device. The subject device was not returned to olympus. The exact cause could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing result indicated no microbial growth for the subject device. Following the additional microbiological testing, (B)(4) evaluated the subject device and confirmed a lot of scratches inside the full length of the instrument channel. The evaluation also confirmed damage and worn of the adhesive on the bending section rubber. The exact cause could not be determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".